Manufacturer narrative:
The scd 700 with sn: (B)(6) was received for evaluation for the first time in the service repair center. The pump was received with a 5m power cord which is not the same type of power cord used or provided for this device therefore it was determined that the customer used their own power cord. The device was visually and functionally tested. Based on the visual inspection, the pump showed no signs of sparks around the iec chassis at the back of the pump which indicates that the spark was not from the inside of the device. A new power cord was attached to the pump and the device was turned on. The software version installed on the pump was 7.01 which is not latest version however the pump worked properly. A performance verification was completed to the manufacturer's specifications and the device passed all the tests. An electrical safety test was then completed and passed. Based on all available information, the device works as designed. The reported issue could not be confirmed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a patient was hooked up to the scd compression system when the power cable next to the device side sparked and exploded. The patient was not hurt but power was lost to the device, rcd was not tripped.